Event description:
Complainant alleged that while attempting to pace a (B)(6) year old female patient, the device failed to capture the patients heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corportaion has not recevied the product for evaluation and this complaint is still under investigation.